Event description:
It was reported the patient no longer had benefit with the baclofen therapy, and the health care provider (hcp) had increased the baclofen dose without good results. There was less than 50% therapy relief. The pump and catheter were replaced on (B)(6) 2014. There was a cut near the connector of the catheter after the surgical procedure, but there were no problems seen from a visual inspection during the explant. The patient was currently doing well.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed the catheter¿s sutureless connector had a tear in the seal near the guide ring. Conclusion: no longer applies to this event.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.